Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed error messages 72, 78 and 79. The complainant indicated that there was no pt involvement in the reported malfunction.